Event description:
It was reported that thedevice was used during an unknown procedure, spitting clips. The clips wouldn't hold. They did not fall into the patient. After 4 trials, another instrument was used to completed the case. No patient consequence.